Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The power cords were tightened and the power voltage was checked. The system was tested and operates as intended.

Event description:
The customer reported the 6600 system is not producing x-rays. No patient injury was reported.